Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. B3: approximated based on the date the manufacturer became aware of the event. D2b: additional pro code selection that applies to the indication of this device qrb.

Event description:
It was reported that a spinal cord stimulation (scs) patient underwent the explant of the implantable pulse generator (ipg) for an unspecified reason. The location of the device is unknown. No additional adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. D2b: additional pro code selection that applies to the indication of this device qrb.

Event description:
It was reported that a spinal cord stimulation (scs) patient underwent the explant of the implantable pulse generator (ipg) for an unspecified reason. The location of the device is unknown. No additional adverse patient effects were reported. No additional information is available at this time.